Event description:
It was reported by service report that it was not known if the fowler would lock in place to support a pt. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval, result: fowler.